Event description:
Related manufacturer reference number: 2017865-2022-10480. It was reported that the patient presented to the clinic for a pacemaker system extraction due to endocarditis. The right atrial lead and right ventricular lead were explanted. The patient was in stable condition.